Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was difficult to press and had to be pressed several times in order for it to work as intended. There was no reported impact to the customer's blood glucose level. The pump was replaced to address the issue.